Event description:
The customer reported that the power supply accessory which is used with their micromaxx ultrasound system burst open. This event occurred while the system was charging overnight. There were no injuries or medical intervention reported.

Manufacturer narrative:
PMA/510(k)# - the power supply accessory is approved per the 510(k), k053069, submitted for the micromaxx ultrasound system.